Manufacturer narrative:
Date rec'd by MFR: 24jun2019. Correction: event: the customer called to obtain the battery's part number and price. The battery was proactively being replaced due to its age; there was no allegation of product malfunction or product deficiency. Further information was received from the customer that there was no patient or user involvement. The ventilator's battery was successfully replaced. The original battery was recycled so it will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 13dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had a battery issue. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.